Manufacturer narrative:
Results of investigation: it was reported that during revision the liner would not engage into cup. A delay of over 2 hours was reported. No injury reported. A back up device was available. The affected r3 constrainted liner, used in treatment, was returned and evaluated. A visual inspection of the returned device showed signs of burnishing and scratching on the rim region of the acetabular liner, probably from attempted insertion. Dimensional analysis could not be performed as the damage/deformation around the edges would not allow for accurate measurement. Our investigation including a review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Some potential causes of the reported event could include but are not limited to size of device or user/procedural variance. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during revision the liner would not engage into cup. A delay of over 2 hours was reported. No injury reported. A back up device was available.